Event description:
A physical therapist was ambulating a patient during inpatient pt (physical therapy) session using a medline guardian walker. One of the wheels on the front of the walker fell off completely causing the patient to lose balance. The therapist was assisting the patient with a gait belt. The patient did not fall and was not injured. It appeared as if the hardware holding the wheel to the walker leg was defective and came apart during use. After this report was submitted to safety, it was found that this was the fourth occurrence with this type of walker. All failed walkers were from the same lot number and were purchased together. The rehabilitation services department has used the same medline walkers for years without issue, and only experienced the failures within this lot. The walkers from this lot have been removed from service in our facility and the manufacturer has been contacted regarding the issue.